Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning damage to modular cable. The patient presented with a driveline power fault alarm, and there was visible damage of outer layer on patient side of modular cable connection from wear and tear. No alarms or disruptions in power were observed. Technical services noted that the area of damage superior to the modular cable should be covered with rescue tape to avoid moisture ingress. Follow up log files were submitted for evaluation after the alarm returned. The site stated that the modular cable was clear of visual damage but there was evident damage on the patient side. The event log file first recorded a driveline_power_fault associated with a (f4) pwr_a_broken on 25jan2024. This indicated that there was an issue with the power a conductor within the modular cable / driveline. The modular cable and system controller were exchanged, and log files from the replacement system controller were submitted for evaluation. There was no evidence of the alarm and rescue tape was placed on visible damage. The data recorded by the event log file indicated that the new equipment improved the conductivity across the power conductors. Technical services noted that both a and b conductors were now carrying very similar amounts of current to the device. Related manufacturer reference number: 2916596-2024-00721 (controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fractured black wire within the modular cable (damage to this wire was unrelated to the cause of the reported event). The reported event of a driveline power fault alarm was confirmed via the log file and evaluation of the returned modular cable. The log file contained data spanning approximately 1 day ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). The driveline power fault alarm correlating to the system¿s power-a line was active in the first event of the log file and remained active until the driveline was disconnected to exchange the system controller and modular cable. The driveline power fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned modular cable (lot number 7919067) was functionally tested alongside the returned system controller and a test system controller, as well as a mock loop. During each test, a driveline power fault alarm became active, and the cause of the alarm was isolated to the modular cable. Upon measuring the cable¿s internal wires, the power-a wire was observed to be open, consistent with the log file data. The modular cable¿s jacket and inner layers were opened, and the cable¿s power-a wire was observed to have been fractured approximately 1.5 inches from the controller-side connector¿s bend relief. The root cause of the reported event was determined to be wire fatigue within the modular cable near its controller-side connector¿s bend relief, consistent with repetitive flexing of the cable over time. Review of the device history record for the modular cable, lot number 7919067, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.